Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board and the generator interface board were reseated, and the calibration data was reloaded. The system was tested and found to be working as intendwed and put back into service.

Event description:
The customer reported that the system displayed a generator error message and would not perform fluoroscopic x-ray. No patient injury was reported.